Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not marketed in us, therefore 510k is not applicable.

Event description:
Image gets blurry. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
Correction information h4:device manufacture date. G6: follow up #1. H6: coding changed based on the investigation result. The ccd chip replaced. If additional information becomes available, a supplemental report will be filed with the new information.